Event description:
It was reported that the mesh detached from the needle during surgery. The device was removed from the patient. Another device was used to complete the procedure with no patient consequences.